Event description:
Reporter alleges the pt's mammogram showed her left implant had ruptured. Reporter also alleges the pt has arthralgias, myalgias, dysesthesias/paresthesias, fatigue, sleep disturbance, low grade fevers, drenching night sweats, memory problems, rashes, increase in cholesterol, easy bruising encapsulated calcified breast implants with incipient rupture.